Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms, and signal artifact monitor (sam) disabled the minute ventilation (mv) sensor. Stored atrial tachy response (atr) episodes revealed noise with oversensing, and bipolar non-capture was observed at 5vat 0.4ms. It was noted that the patient had a mammogram on the date of the lss, and ra lead fracture was suspected. Technical services (ts) reviewed troubleshooting options. This right atrial (ra) lead remains in service at this time. No adverse patient effects were reported. Additional information received reported that the patient implanted with this right atrial (ra) lead underwent chest x-rays and there did not appear to be any evidence of conductor fracture on the x-rays. It was noted that device check during the clinic visit was unremarkable, aside from noise that was reproducible with aggressive isometrics. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms, and signal artifact monitor (sam) disabled the minute ventilation (mv) sensor. Stored atrial tachy response (atr) episodes revealed noise with oversensing, and bipolar non-capture was observed at 5v@0.4ms. It was noted that the patient had a mammogram on the date of the lss, and ra lead fracture was suspected. Technical services (ts) reviewed troubleshooting options. This right atrial (ra) lead remains in service at this time. No adverse patient effects were reported.